Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. The allegation of lead migration was confirmed by the doctor in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. The infinion lead was cleanly cut and the distal end 22 cm was not returned. No anomalies were identified on the returned portion of the lead aside from the clean-cut. The clean-cut damage to the lead extension is a result of a typical explant procedure, and it is not considered a failure. No escalation is required at this time. Sc-2317-50 sn: (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. The allegation of lead migration was confirmed by the doctor in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. The distal end of the infinion lead was damaged and 12 electrodes from the distal were not returned. No anomalies were identified on the returned portion of the lead aside from the damaged distal. The damage to the distal is a result of an explant procedure, and it is not considered a failure. No escalation is required at this time. Sc-1160 (sn: (B)(6). The returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. A review of the patients data revealed no anomalies before the explant procedure. The probable cause selected is no problem detected. However, the returned device exhibited explant damage that is unrelated to the complaint. The patients data showed a sudden battery voltage drop at the explant procedure. An internal electrical test revealed excessive current leakage due to asic u3 damage. It suggested that the device was exposed to high-voltage transients or high rf energy. The probable cause selected for this founding is unintended use error caused or contributed to event. No escalation is required at this time.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred many months ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5068127. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 361654.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will be returned.